Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a during troubleshooting for a check lines and bags alarm, the home patient (hp) noticed air bubbles in the patient line. The hp was connected a the time. The technical service representative (tsr) assisted the hp to end therapy. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.